Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2010 (type ii bone) on the lower. Primary stability was achieved. Osseointegration was not achieved. Perimplantitis and infection were involved in the event. The clinician reports that pt presented with pain and swelling. The implant was removed on (B)(6) 2010. The pt's medical history reveals drug/alcohol abuse and a smoker.